Manufacturer narrative:
Preliminary investigation performed by r&d project manager: from the analysis of the images it is not possible to identify the real cause of the pin breakage. The position of the pin is incompatible with the direction/position of the holes of the tibia cutting guides; the pin seems located out of the bone in a posterior soft tissue. For this reason we cannot hypothesize the condition of use that generate the device failure.

Manufacturer narrative:
Batch review performed on 16 april 2019: long threaded pins pack, (B)(4), lot 189922: (B)(4) items manufactured and released on 23-nov-2018. Expiration date: 2023-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Considering the threaded pin diam 3.2 l70 ha3.5 meche triangle: (B)(4): this is the second case reported. (B)(4); this is the first case reported. Clinical evaluation performed by (B)(4): a guide fixation pin broke off during tka surgery and was not retrieved, so it is completely embedded in tibial bone. The final position of the pin appears to be rather unusual, but this may be due to radiographic projections. The material of the pin is surgical grade stainless steel, approved for invasive surgery but not for long-term implantation. However, given the sheltered location and past anecdotically experience, we have no reason to expect significant clinical consequences by its presence. The position and orientation of the tibial component seems to be unaffected by the broken pin. The cause of the event is not of clinical origin.

Event description:
During the fixation of a tibial recut jig, ine of the long threaded pins broke and remained in the patient during surgery. Fluoroscopy was done intra-operatively to identify the location of the broken instrument in order to remove it, but the surgeon was not able to remove it.